Manufacturer narrative:
One cadd® cadd-legacy® pca pump was returned for analysis. The customer's reported problem regarding "pump double beeps" was able to be duplicated. The uso (upstream occlusion sensor) will be replaced to address the issue. The failure mode was determined to be inoperable. The root cause is unknown.

Event description:
It was reported that a cadd® cadd-legacy® pca pump was double beeping. No patient injury associated with this occurrence.